Event description:
It was reported that the tubing separated at the y-site (clearlink) of a clearlink system continu-flo solution set resulting in blood leakage on the floor. The event was further described as "the heat-sealed connection below the intravenous roller where the tubing connects to the y port was disconnected". This occurred after a surgical procedure when emerging the patient from anesthesia. New tubing was primed and connected to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is a duplicate of manufacturer report number 1416980-2025-00239. All information can be found under manufacturer report number 1416980-2025-00239. Should additional relevant information become available, a supplemental report will be submitted.